Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the customer reported issue during laboratory testing. Due to the ventilator not being returned for evaluation, the event trace log download was not possible and carefusion was unable to determine what was the cause of the problem. During initial bench test and calibration test, the returned power board powered up the golden testing ventilator, passed calibration test, and passed full power check out. The unit passed all test settings and was working normally within specification, passing a 4 hour duration test. The unit did not produce any unusual alarm or error condition. Visual inspection of the power board did not reveal any anomalies. No failures were detected during testing.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician reviewed the event trace log and noted an "ln vent" entry. The power board was replaced as a precaution to address the customer's reported issue. The defective power board was returned to carefusion for failure analysis. Failure analysis: carefusion currently has the defective component in house but have not completed the evaluation. Once the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator was alarming "reset". There was no patient involvement associated with this complaint. The alarm was confirmed by a review of the event trace log by a carefusion authorized service technician. An "ln vent" entry was recorded.